Event description:
The duett sealing device was deployed following an interventional procedure. Following the deployment, the pt experienced pain in the affected leg. An angiogram confirmed an occlusion and treatment consisted of surgical intervention. The treatment was successful and the event was resolved with no further complications.